Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ safety peg kit was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, a few weeks ago (exact event date is unknown), the patient called the physician reporting that the peg tube, which was placed approximately a month or so, fell out of her stomach without the internal bolster. Apparently, the internal bolster detached inside the patient which was reportedly expected to pass naturally. The patient came back and had the tube replaced with a bsc replacement peg tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.